Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "the fill chamber flooded" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Also two (2) stand-offs with broken screws on sub'd connector were replaced. A review into the depuy mitek complaints system revealed two other complaints for this device's serial number. This pump is eight (8) years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a knee procedure, the fill chamber on a fms duo flooded. The procedure was completed using a second pump and there were no adverse consequences to the patient. Additional information received by mitek complaint on january 05, 2015: the sales representative confirmed that the fill chamber was overfilling during the priming of the pump. She reported that the patient was not in the room yet and the sterile field was not set up at that time. The sales representative reported no patient consequence or delay.